Event description:
It was reported that the blue connector on the suction line came off. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 3011237704-2025-00025-00. The date of that submission was 11-feb-2025. H3: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation in used condition. As received, the blue suction connector was observed to be separated from the suction tubing. The customer reported issue of separation was confirmed. The probable cause is due to insufficient solvent coverage in tijuana. No lot history review was performed because no lot number provided.